Event description:
A remstar procflex+ device was returned to a third-party service center. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed burnt connector. The device was forwarded to manufacturer service center for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.